Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 5016559. Product family: scs-linear leads: upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 18855046. Product family: scs-linear leads: upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 19340538. The devices were disposed of by the medical facility and will not be returned. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that patient experienced redness at the ipg site and sacral site, and felt unwell. The physician suspected the patient had an infection. The patient underwent a system explant procedure and was administered antibiotics. The physician assessed that the infection was not device related, however, it may be procedure related.